Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the white balance coefficient stored in the scope has become an abnormal value, and that the white balance in the octagon mask was blacked out when the scope information was acquired. In addition white balance may have been adjusted with no video signal being input to cv-1500, resulting in an abnormal white balance factor being written. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis x1 video system center endoscope image did not appear shortly after connecting to the scope. The octagonal part was completely dark. This occurred in use with combination product gif-h290t. The issue was discovered during preparation before use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found no device abnormalities. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.